Manufacturer narrative:
The event unit is not being returned for evaluation but representative sterile units have been returned. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: ni. Surgeon loss of confidence in product. Additional information received via phone on 02/05/2019 from [buyer] at [hosp]: limited information available. [Buyer] said that she had been told that when the surgeon used it, the product it disintegrated and he was now refusing to use it anymore and asked that all product back be sent back. She didn't have any other information and forwarded the product from to the or staff, but didn't think we would get any other information. Additional information received via phone on 02/15/2019 from [buyer] at [hosp]: I have forwarded all information and forms to the or supply chain manager to hopefully follow up with the staff that was involved. Patient status: ni. Type of intervention: ni. Incident date: unknown.

Event description:
Procedure performed: ni. Surgeon loss of confidence in product. Additional information received via phone on (B)(6) 2019 from [buyer] at [hosp]: limited information available. [Buyer] said that she had been told that when the surgeon used it, the product it disintegrated and he was now refusing to use it anymore and asked that all product back be sent back. She didn¿t have any other information and forwarded the product from to the or staff, but didn¿t think we would get any other information. Additional information received via phone on (B)(6) 2019 from [buyer] at [hosp]: I have forwarded all information and forms to the or supply chain manager to hopefully follow up with the staff that was involved. Patient status: ni. Type of intervention: ni. Incident date: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However representative sterile units were returned. Testing was performed on the representative units. However, the complainant¿s experience could not be replicated or confirmed. The representative units met current specifications and there were no visible non-conformities. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.